Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy of 250ml/hr and 25ml tested in spec at 99% of expected accuracy. Details of history log: log review shows on (B)(6) 2025 and 1:14pm an infusion start of 250ml/hr and 1000ml. Infusion was stopped 3x for 3 minutes and at 1:41pm with a volume infused to 99.26ml. At 1:58pm an infusion start with rate of 1200ml/hr. At 1:59pm infusion was stopped with volume infused to 113.82ml, new rate was set to 41.70ml/hr and infusion start. At 2:27pm infusion was stopped with a volume infused to 133.06ml and no further infusions taking place.

Event description:
As reported by the user facility: pump infused a 24 hour infusion, an hour ealier.